Event description:
Complainant alleged that the medics were attempting to resuscitate a pt (age and gender unknown) but received "no shock advised" determinations for a ventricular-fibrillation heart rhythm. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.